Manufacturer narrative:
-This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported the balloon of a 5f mynx control vascular closure device (vcd) had an unknown malfunction during prep. A leak was found during prep. Therefore, the product wasn¿t available and used other mynx control device and the patient recovered. There was no reported patient injury. The mynx vcd used in a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with instructions (IFU) and opened in sterile field. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The stopcock was received open. The sealant remained in the manufacturing position, with no blood exposed. The syringe was received not attached to device. Procedural sheath was not returned. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2222404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported the balloon of a 5f mynx control vascular closure device (vcd) had an unknown malfunction during prep. A leak was found during prep. Therefore, the product wasn¿t available and used other mynx control device and the patient recovered. There was no reported patient injury. The mynx vcd used in a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with instructions (IFU) and opened in sterile field. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was later returned for evaluation.

Event description:
As reported the balloon of a 5f mynx control vascular closure device (vcd) had an unknown malfunction during prep. A leak was found during prep. Therefore, the product wasn¿t available and used other mynx control device and the patient recovered. There was no reported patient injury. The mynx vcd used in a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with instructions (IFU) and opened in sterile field. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
As reported the balloon of a 5f mynx control vascular closure device (vcd) had an unknown malfunction during prep. A leak was found during prep. Therefore, the product wasn¿t available and used other mynx control device and the patient recovered. There was no reported patient injury. The mynx vcd used in a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with instructions (IFU) and opened in sterile field. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2222404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.